Event description:
It was reported that during a procedure when inserting an instrument, the universal seal dislodged from the trocar and fell inot the patient. The seal was retrieved without incident. The broken seal was visualized laparoscopically and retrieved with a grasping instrument. The defective trocar was then removed from the patient and replaced with a new trocar. The procedure continued on without further incident and without adverse consequence to the patient. The patient was discharged and completed a normal recovery course.

Manufacturer narrative:
Info is unavailable, device was not returned for evaluation.